Manufacturer narrative:
Method = x-ray. Evaluation summary: minimal calcification was observed in the cusp area of leaflet 3 and moderate calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 3 exhibited minimal to moderate calcification. Moreover, minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal at the stent outflow and inflow. Leaflet 3 had cut area of 10mm x 11mm. Cut section was not returned with the valve. Commissure 1 wireform was also exposed on the outflow aspect. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that a patient underwent double replacement of both mitral and aortic edwards bioprosthetic implanted valves due to calcification after an implant duration of approximately 6 years. This report is to address the mitral valve explant; reference MDR #2015691-2013-19109 for report regarding the aortic device. Medical records indicate the patient was diagnosed with prosthetic mitral valve stenosis and regurgitation, and prosthetic aortic regurgitation. Operative details indicate there were heavy areas of calcifications in the left atrium, which were sharply debrided. The old mitral valve was removed, and the mitral valve annulus was decalcified as much as possible.